Event description:
It has been reported to philips that the wireless footswitch did not work during a diagnostic procedure. The procedure was completed using the wired footswitch. No harm to the patient has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the information, the wi-fi led was flashing red which indicates an issue in the wireless connection. A philips service engineer inspected the system onsite and found that a part inside the circuit board of the wireless footswitch was disconnected, preventing the footswitch from establishing a wireless connection. He reconnected it and confirmed that it was operational. The wireless footswitch was returned to use in good working order. Additionally, the customer has the wired footswitch connected as a backup. Philips has initiated a field safety corrective action related to a connection failure of the wireless footswitch related to a software bug. At the time this complaint was received, philips did not have enough information to exclude this connection failure and as such the complaint was reported. Based on the investigation's results, philips concludes that the complaint is not reportable.